Manufacturer narrative:
(B)(6). The bmw guide wire referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The reported difficult to remove with the guide wire was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove with the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery. During removal of the 2.5x12 mm trek otw balloon catheter from the anatomy it became stuck on the guide wire. The guide wire and the balloon catheter were removed from the patient together as one unit. New devices were used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.